Event description:
Pt's wife/caregiver called to report approx 60 ml was left in the pt's 4000 ml tpn bag. Pt was using a gemstar blue -7- infusion pump and should have received 4000 ml over 16 hours. The actual volume left over in the bag was 380 ml. The pump was returned to the home infusion company to be examined. The history did not reveal a reason for the volume left over in the bag. The pump returned to hospira. Same pt referred to in (B)(4). The gemstar infusion pump was used to infuse a 4000 ml 3-in-1 tpn bag but did not completely infuse the bag. The pump indicated the total volume was infused but 380 ml remained in the bag. Dates of use: (B)(6) 2011. Diagnosis or reason for use: tpn infusion.